Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that carefusion coordination engine (cce) message processing was halted due to external messaging and communication services becoming unresponsive, resulting in a backlog of queued messages. The technical support specialist (tss) restarted the affected services, successfully restoring normal message processing and clearing all pending messages. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patient was not crossing over medstation and need to add temporary patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.